Event description:
It was reported that a revision surgery was taken place to replace the backing out screws and plate.

Manufacturer narrative:
Devices and x-rays were sent to MFR for evaluation. The x-rays confirmed that the screws backed out on both the proximal and distal ends of the plate. A visual examination for the returning devices showed that parts appear to meet the specification with exception of broken locking rings of the plate. Subsidence of graft and collapse of vertebrae placed high compressive loading on plate and screws for an extended period of time. The load on the screws was transferred to locking mechanism which eventually fractured. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.